Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the instrument´s tip broke. Instrument fragment remained in patient.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
In the patient , a medial upper leg neck fracture was treated on (B)(6) 2017 with a cemented bipolar head prosthesis. During the same intervention, a distal radius fracture was treated with a plate. During the postoperative x-ray check of the left hip in the or, an unevenness was noticed at the contact point of the inserter on the hip shaft. Therefore, the inserter was reexamined. One of the two curvatures that fit into the depression at the back of the prosthesis was missing. The metal part remaining in the body was located in the shaft depression provided for this purpose, so it was left there. Another postoperative control image also showed the metal residue lying unchanged and attached to the prosthesis.

Manufacturer narrative:
(B)(4). Investigation summary: the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.